Event description:
Hamilton medical ag received the following incident description: the device alarms "panel connection lost" after switching on.

Manufacturer narrative:
Log files of the device was analyzed. "Panel connection lost" alarm occurred during standby according to the log files. This alarm indicates that a problem has occurred with the communication between the monitor and the ventilator unit. The possible root causes for this issue are cable connection between the monitor and the ventilator or esm board. Service engineer checked both of them on site and found that interaction panel (ip) esm board needed to be replaced. Esm board was replaced, the software maintenance was performed. The device is working again and back in operation. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Manufacturer narrative:
Log files of the device was analyzed. "Panel connection lost" alarm occurred during standby according to the log files. This alarm indicates that a problem has occurred with the communication between the monitor and the ventilator unit. The possible root causes for this issue are cable connection between the monitor and the ventilator or esm board. Service engineer checked both of them on site and found that interaction panel (ip) esm board needed to be replaced. Esm board was replaced, the software maintenance was performed. The device is working again and back in operation.

Event description:
Hamilton medical ag received the following incident description: the device alarms "panel connection lost" after switching on.